Manufacturer narrative:
(B)(4) 2017: litigation received: litigation alleges difficulty in walking, inability to do adl, and pain. The reported event has been evaluated and will be monitored. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Oct 11, 2017: litigation received: litigation alleges difficulty in walking, inability to do adl, and pain. Update nov 28, 2017: claim letter received. Added dob. This complaint was updated on nov 28, 2017 the reported event has been evaluated and will be monitored. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. No 510k number provided because this implant is sold internationally with different indications for use; it is currently sold in the us under a different part number. The correction/removal reporting number listed applies to the corresponding product code sold domestically complete product detail has not been received at this time. If further information is received a follow-up medwatch will be filed as appropriate.

Event description:
(B)(4) 2017: litigation received: litigation alleges difficulty in walking, inability to do adl, and pain.